Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Reported death of nantes patient from multi-system organ failure after 41 days on support. There was no autopsy, the device was not explanted, and the outcome form states the device did not cause or contribute to the patient's death. Additional confirmation from patient's doctor during hospitalization assured that no infection occurred related to the tah and death was due to multi-system organ failure unrelated to device.